Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of intermittent undersensing was not confirmed in the laboratory. Review of stored electrograms did not note any undersensing. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the intermittent undersensing was not determined.

Event description:
It was reported that when patient presented in the or for device change out due to normal eri, stored egm showed intermittent undersensing of fine vf.